Manufacturer narrative:
(B)(4). The device is reportedly not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that while using an ht command guide wire, the hydrophilic coating had come off into the subintimal layer of the patient's vascular tissue. The wire was removed from the anatomy; however, the coating remained in the subintimal layer of the vessel. There was no treatment provided and there was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Obtaining the device may have further aided the analysis, however, factors that can contribute to peeled material on the device include but not limited to, manufacturing, preparation technique, device interactions or anatomical conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported peeled material and patient effect. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).

Event description:
Subsequent to the previous medwatch report filed, user facility medwatch report (B)(4)) received that states: "command es wire 0.014 300cm was being used during a peripheral case and per dr. (B)(6) the hydrophilic coating came off inside the patient while working."